Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 623 mg/dl and ketones. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital on (B)(6) 2024 with the issue resolved and no permanent damage. A system check was performed and the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Recommendation was made to consult with a healthcare provider regarding diabetes management, and customer continued to use the pump for insulin therapy.